Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black wire and could not open and close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure was identified intraoperatively; the wire was not exposed. The cable was broken in half. There were no signs of thermal damage. No arcing was observed. The instrument was inspected prior to us and no damage was observed.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the distal end. Additional observation: the instrument was found to have damage of the conductor wire insulation at the yaw pulley location. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. Additional observation(s) not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the distal end. Additional observation: the instrument was found to have damage of the conductor wire insulation at the yaw pulley location. The conductor wire insulation was damaged, but the wire was not torn o fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. Additional observation(s) not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.